Manufacturer narrative:
Per tandem user guide: the transmitter battery will last 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the customer was using the transmitter past 90 days. No additional patient or event information was available.